Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens (iol) implantation the patient had experienced unexpected refractive outcome had posterior capsular opacification and yttrium aluminum garnet (yag) was performed. Additional information has been requested.